Event description:
Asr revision bi-lateral: asr xl acetabular system (left); reason(s) for revision: alval / soft tissue reaction.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
Explanted date were originally reported as (B)(6) 2012, this data was incorrect. The explant (revision) has not been performed. The dates had been reported to depuy in error. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
(B)(4). Investigation summary: revision of the device has been reported and there was no allegation that the device was a contributor to this event. No explanted devices have been received in respect of this patient for analysis. Manufacturing records have been reviewed and the device(s) met specification prior to placing on the market. Device history lot: no anomalies identified if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Added: UDI.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA. (B)(4).

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint: asr revision bi-lateral. Asr xl acetabular system (left). Reason(s) for revision: alval / soft tissue reaction. This dint relates to the left hip revision. For right hip revision please see (B)(4). Update: received corail stem details and updated revision date confirmed 28 may 2012. Revision to take place 15 june 2012. 21 may 2015- update - rcvd lot number for stem, incorrect so emailed for correct - rcvd - (B)(4).